Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the foreign material exiting from the air/water nozzle was likely due to one of the following: (1) the injection tubes and/or silicone rubber products used in the endoscopy room were accidentally mixed in; or (2) the scope was insufficiently or incorrectly reprocessed; or (3) the scope was insufficiently or incorrectly inspected prior to use. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.".

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found foreign material exiting from the device nozzle. The bending section glue was found to be cracked. Additionally, the nozzle did not dry the screen before ten seconds and found a cut which caused leakage at the camera switch. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during reprocessing, the evis exera iii gastrointestinal videoscope had an air and water leakage at the image button. Upon inspection and testing of the returned device, it was observed that foreign material was exiting from the air and water nozzle. There was no harm or user injury reported due to the event.